Event description:
It was reported that there was a damaged footboard connector. One of the pins was suppressed and bed exit and scale were not functional. No pt involvement or adverse consequences were reported.